Event description:
On portable abdominal x-ray noted metallic wire within the region of the left groin. Pt taken to angiography of retrieval of retained wire fragment, this was in common iliac venous system. There was thrombus involving the common femoral iliac veins.